Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Manufacturer narrative:
A medtronic representative reported that the computer was replaced on (B)(6) 2015. Everything has been working properly since this date.

Manufacturer narrative:
Patient information was not made available from the surgeon. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic ent representative reported that, while in an ear, nose & throat (ent) procedure, the surgeon alleged being inaccurate when using tracer registration on their navigation system. The surgeon stated he feels he is less accurate on this navigation system than others he has used. No surgery specifics, measurement of alleged inaccuracy or further details, were provided. There was no delay of therapy reported. There was no impact on patient outcome reported.